Manufacturer narrative:
The insulin pump passed the displacement test. The device was monitored for several days and no blank screen was present. The insulin pump was received with normal operating currents, no damage found on the lcd isolation tape and it passed the off no power test. There was no unexpected low battery test on the insulin pump. The device was received with minor scratches on the lcd window, scratches on the reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 460 mg/dl. Customer advised they replaced the battery on the device and the display screen is black. Troubleshooting for the blank display was performed. Customer requested to have the device replaced instead of receiving a battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.